Event description:
The non-target lesion was a confirmed restenotic six months after index procedure stenting, in the native proximal rca. Index procedure: six months before adverse event, two cypher stents were implanted in the following target lesion: lesion 1-1: the target lesion was a de novo in the native mid rca, with vessel diameter of 2.75mm and lesion length of 10mm. The lesion was characterized as: class b2, non-ostial, irregular contour, readily accessible in the proximal segment, angulation >=45 and <90, eccentric, moderate calcification and no thrombus was present. The pt was given plavix adn aspirin during the procedure. The lesion was pre-dialted with a 15mm x 2.5mm balloon with a max inflation pressure of 18 atm.